Manufacturer narrative:
A steris service technician arrived onsite to inspect the cmax surgical table. The technician could not reproduce the reported slow drift towards trendelenburg position, but the table would slightly lower under patient load which is an indicator of air within the hydraulic system. Based on the description of the event and the technician's inspection, the reported event is likely attributed to a hydraulic drift due to air within the hydraulic system which allowed the surgical table to slowly drift towards trendelenburg position. Although the technician could not duplicate the reported drift, the technician flushed the hydraulic system to prevent possible recurrence. After flushing the hydraulic system, the technician tested the movement of the table under patient load and the table did not move. The technician tested the table, confirmed it to be operating according to specification, and returned it to service. The table was manufactured in 2007 making it approximately 12 years old. No additional issues have been reported.

Event description:
The user facility reported via medwatch report mw5086362 that during a patient procedure their cmax surgical table slowly drifted towards trendelenburg position without being commanded to do so. A procedure delay was reported as the patient was transferred to another surgical table. The procedure was completed successfully. There were no injuries associated with the reported event.